Event description:
Healthcare professional reported left side deflation. Healthcare professional additionally reported "valve leak demonstrated at the patch seal of the plug on the lateral aspect," 'let seal leak at site," and "plug strap separated." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported left side deflation. Healthcare professional reported during surgery "valve leak demonstrated at the patch seal of the plug on the lateral aspect" and "plug strap separated" and "let seal leak at site". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening in anterior side assessed as unidentified (tear) opening (shell thickness was within specification) other-technical: observed plug strap separated. Valve leak and/or damage: damage to the plug strap is observed. Additional observations: observed wear abrasion on the device. White particles observed inside the device.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.